Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, a potential failure mode could be ¿burst balloons.¿ a potential root cause for this failure could be "wall thickness too thin." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Event description:
It was reported that while the foley catheter was in the patient, both the patient and the nurse heard a pop noise and the patient felt pain. The foley catheter was removed and it was noticed the balloon had burst. No medical intervention was reported.